Event description:
According to the distributor's report, the adhesive contacted a pt's eye during a laceration closure near the left eye. During the procedure, the pt was wearing a contact lens. The eye was flushed with saline, and petroleum jelly was applied. The contact lens was destroyed and the eye was reddened. The pt is reported as doing well with no adverse consequences to the eye.